Manufacturer narrative:
The hospital has declined the repair plan. The resolution is unknown. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit shut down during a case. The patient was switched to manual ventilation. There was no report of patient injury.